Manufacturer narrative:
PMA/510k: this report is for an unk - insertion instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) of a distal femur fracture the surgeon was using the 4.5mm variable angle locking compression plate condylar system. During the operation the connecting bolt for the percutaneous outrigger failed to attach to the 4.5mm variable angle locking compression plate curved condylar plate/14 hole/301mm/right. There were no issues with attachment to any other length plate in the system and a second instrument set opened during the case produced the same result. The 14-hole plate was used without the outrigger, causing minimal delay, but greatly increasing surgical difficulty. Additionally, the handle for percutaneous threaded drill guides would properly attach to the drill guides. This was remedied with minimal delay through the use of the second instrument set. There was a surgical delay of twenty (20) minutes. Procedure was successfully completed. There is no patient consequence reported. This complaint involves five (5) devices. This report is for (1) unk - insertion instruments: trauma. This is report 1 of 1 (B)(4).